Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bilateral nerve sparing robotic assisted laparoscopic radical prostatectomy, upon extracting the retrieval bag from the patient, the user noticed a piece of plastic missing from the device. The bag had ripped during the procedure, and a piece of the plastic was in the patient. The physician assistant quickly found the plastic and extracted it from the abdominal cavity. There was no patient injury.